Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the cutter ceased to cut. The probe continued to vacuum and vitreous was coming to tip, but traction was generated at retina during vitrectomy surgery. The surgery was completed on the same day but it was unknown how the surgery was completed. There was no information about the patient impact. Additional information received that the aspiration could not work. No error code was displayed. The surgery was completed by exchanging of two probes and case completed after fluid air exchange.